Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot numbers, reader serial number or cartridge serial numbers were not provided.

Event description:
Customer reported receiving two suspected false positive results on an unknown date using the cue covid-19 test for home and over the counter (otc) use (cartridge sns, lot numbers and reader sn not provided). Customer had no symptoms. No further information was provided regarding these false positive results.